Manufacturer narrative:
Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information received, the investigation determined that the reported difficult to advance and subsequent treatment appears to be related to circumstances of the procedure; however, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. It was reported that the stent delivery system (sds) met resistance with heavy calcification and tortuosity in the lesion, resulting in difficult to advance. The reported patient effect of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat the left circumflex coronary artery with heavy calcification and heavy tortuosity. The 2.75x28 mm xience sierra stent delivery system (sds) was advanced to the lesion with difficulty noted with the anatomy. The stent was implanted and a dissection occurred. Another stent was used to treat the dissection. There were no adverse patient sequela. No additional information was provided.